Event description:
The customer reported an issue with the touchscreen's responsiveness, making it difficult to enter correct information. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection of insulin and a correction bolus via pump to address high bg. Customer will continue to use the pump or revert to manual injections for insulin therapy.